Manufacturer narrative:
Product event summary:the full lead was returned and analyzed. The helix of the lead was extrinsically bent and visual summary analysis of the lead indicated damage at implant. The analyst also noted: helix of the lead was retracted when received. Helix extended and retracted out of specification due to being bent.

Event description:
It was reported that during implant the physician had difficulty placing the right ventricular (rv) lead and the lead helix would not retract. The lead was not used. No patient complications have been reported as a result of this event.